Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One phaco tip was returned for evaluation. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip is broken between the bend and the aspiration bypass hole. The wall thickness at the break area is even. The break is very jagged. The front and back inside diameters are visually clear of any obstructions. Heavy wear is present on the threads and flange from being on a handpiece. The complaint evaluation does confirm the phaco tip is broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual evaluation does not show any manufacturing issue that would cause a broken phaco tip. The most likely reason for the broken tip is from a machine setting or user technique. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the phaco tip broke off into a patient's right eye during a cataract procedure. The surgeon was able to remove the broken phaco tip and the procedure was completed with a new pack. There was no harm to the patient. Additional information was requested; however, none has been received to date.